Manufacturer narrative:
The "date of event" has not been provided. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that due to a spring in the cushion popping out he has developed wounds on his upper leg.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded the evaluator did not see or feel any evidence of springs protruding. The nature of the complaint is unknown.

Event description:
Consumer alleges that due to a spring in the cushion popping out he has developed wounds on his upper leg.